Manufacturer narrative:
The field service representative (fsr) was dispatched to address the issue. The fsr performed multiple troubleshooting services on the architect c16000 processing module (sn#: (B)(6)), including the cleaning of the aero cuv seg (ln#: 09d32-05). Which resolved the issue. A review of the analyzer¿s service history identified, no contributing factors to the current complaint. There have been no further customer reports regarding discrepant results, since the current complaint. Tracking and trending review did not identify any trends for the aero cuv seg (ln#: 09d32-05) or architect c16000 processing module related to the issue. Device history record review identified, no non-conformances or deviations. Labeling was reviewed, and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency was identified. This follow up is being submitted, to include d8 and h6 information previously, submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient identifier = (B)(6). All available patient information was included. Additional patient details are not available an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated calcium results for 2 patients while running on the architect c16000 processing module. The following data was provided on 07apr2021 (customer¿s reference range: 8.4 ¿ 10.2 mg/dl): sid: (B)(6) initial: 17.64 mg/dl / repeat: 10.15 mg/dl / repeat on a second analyzer: 9.36 mg/dl. Sid: (B)(6) initial: 15.3 mg/dl / repeat: 8.56 mg/dl / repeat on a second analyzer: 8.56 mg/dl / third repeat on test equipment: 8.7 mg/dl. There was no impact to patient management reported.